Event description:
It is reported that the pt was revised due to osteolysis, flexion instability and polyethylene wear at 11 years post-implant.

Manufacturer narrative:
Info was rec'd via published literature. Please reference literature at the following location: http://jbjs.org/content/96/18/e159. This report will be amended when out investigation is complete.